Event description:
The reporter contacted animas for assistance with the pump and mentioned that the patient experienced blood glucose (bg) of 27mg/dl without signs or symptoms of hypoglycemia. The reporter stated that the patient consumed oral carbohydrates at home and bg resolved to 95mg/dl within 15 minutes and then to 155mg/dl later. It was said that the reporter contacted the patient's health care provider (hcp) who provided instructions to maintain patient's bg above 200mg/dl for the day. Customer technical support reviewed the pump with the reporter and confirmed that the settings and deliveries appear to be correct. There were no reported alarms in the history and there was no evidence of excess insulin delivery. The reporter claimed that the hypoglycemia was related to a recent increase in basal rate programmed by the hcp. The reporter said that a call was placed to the hcp to discuss setting adjustments and she was expecting a return call soon for readjustment of the basal rate. The patient remained on this pump and there are no further reports of bg excursions. Even though no malfunction or defect was discovered, this complaint is being reported as the patient experienced a serious diabetic event while using the insulin infusion pump. Incorrectly programmed basal rate settings appeared to be the cause of the event.

Manufacturer narrative:
There was no allegation of pump malfunction or defect. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.